Manufacturer narrative:
The customer contacted siemens to report that discordant, falsely elevated troponin (high sensitivity troponin I, tnih) test results were obtained for a patient sample on an atellica im 1300 instrument. The patient presented in the emergency department with chest pain and cardiac risk factors including a history of hypertension and hyperlipidemia. The treating physician provided the following clinical impression: chest pain, rule out acute myocardial infarction, hypertension, hyperlipidemia. Chest x-ray and chest computed tomography were performed with no findings. A venous doppler study yielded no evidence of deep venous thrombosis in the lower extremities. The patient was admitted to the hospital for observation with an admission diagnoses of chest pain and exertional angina. A cardiac consult was ordered for nonspecific st-t changes on an electrocardiogram (EKG). A cardiac catheterization was performed with no finding, leading the treating physician to suspect falsely elevated troponin (high sensitivity troponin I, tnih) test results from the atellica im 1300. It is unknown if the cardiac catheterization was performed based on the atellica im 1300 test results. Siemens reviewed the available information and found that quality control results were in range on the atellica im tnih assay and the results were reproducible indicating there was no random error with the results. Per the istat instructions for use (IFU), in many cases the point of care troponin (ctni) and laboratory based troponin (high sensitivity troponin I, tnih) tests are not directly comparable and therefore results measured on the point of care device should not be converted to ng/l and interpreted against the laboratory based tnih assay. The atellica im tnih assay has no claim for comparison to the istat instrument. Differences in result recovery can be attributed to the differing antibodies and specificity and sensitivity of the methods. Atellica im tnih can be elevated in patients without acute myocardial infarction due to various cardiac and non-cardiac conditions. The cause of the suspected falsely elevated tnih is unknown. The instrument is performing within specifications. No further evaluation of this device is needed.

Event description:
Discordant, falsely elevated troponin (high sensitivity troponin I, tnih) test results were obtained for a patient's samples on an atellica im 1300 instrument. The same patient's samples were tested on an alternate point of care (istat ctni) instrument and negative troponin test results were obtained. The customer stated the patient received a cardiac catheterization. It is unknown if the cardiac catheterization was performed based on the atellica im 1300 test results. There are no reports of adverse health consequences due to the alleged discordant, falsely elevated tnih test results.